Event description:
It was reported that this was an arteriotomy closure of an unspecified access site using a proglide device after an abdominal aortic aneurysm interventional procedure using an 8f sheath. The device was not pre-flushed with saline prior to use. Reportedly, proglide device was advanced to the vessel, and no bleed back was observed coming out from the marker lumen. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: incorrect prep.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was used without verifying marker port patency. It should be noted that the proglide instructions for use (IFU), el2120275, states: ¿verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent.¿ it is unknown if the IFU violation contributed to the reported difficulties. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It¿s unlikely the IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the device was under inserted; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G2: report source added other. G2: corrected other report source from na to national medical products administration. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
Subsequent to the initially filed report, the following information was received: this was arteriotomy closure of the left common femoral artery. Femoral imaging was not performed. No additional information was provided.